Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support (mcs) and developed an access site hematoma and bleed. The impella cp was implanted and the pci to the saphenous vein graft to obtuse marginal was completed. The patient was being prepared for transfer to the unit; performance level of p-8 with a flow of 3.4 lieters per minute. Distal reperfusion sheath was in place. As the team was preparing the patient for transfer, a large hematomas were noted at the impella right femoral artery access site and at right internal jugular swan site. The fellow held pressure and hematoma was resolved. However, bleeding occurred around the impella sheath. Manual pressure was held for 30 minutes and the fellow deployed a purse string suture. The site was still bleeding. The team was unable to obtain hemostasis. Heparin was discontinued. The physician elected to remove the impella and implant an intra-aortic balloon pump in the opposite groin. The patient was reported to be in critical condition following the event.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The root cause of the access site bleeding was most likely patient condition since the patient had hematomas at multiple sites.